Event description:
A distributor in south africa reported on behalf of a healthcare facility that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula end. It was further reported that three additional units were affected. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.